Event description:
Pump was reported to overinfuse. Pump was set to infuse buemax as a secondary bag at a rate of 10ml/hr for a period of 10 hours. The entire bag reportedly infused in 30 minutes. The pt had total loss of hearing following this incident, as pt had partial loss of hearing prior to this incident and does use hearing aides. Immediately following this incident, pt was unable to hear at all, even with pt's hearing aides. Pt has since regained hearing without medical intervention.